Event description:
Adverse event(s): no present injury or harm (no consequences or impact to pt). Product problem(s): scanner error message (device displays error message). Tech reports a scanner error message during start of surgery day calibrations. The tech rebooted the system and the message was cleared. The surgery day was completed without another occurrence of the error message. No pts were involved, no pts were prepped and no flaps cut.

Manufacturer narrative:
During the onsite investigation, the territory mgr (tm) replaced the scanner, then completed a successful verification to specs. (B) (4). (B) (4). (B) (4).